Event description:
The customer reports that the therapist found the ventilator in standby mode while in use on a pt. Hospital personnel bagged the pt and replaced the ventilator. There was no reported injury. The hosp biomed tested the unit and found no problems.

Manufacturer narrative:
Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.